Event description:
Baxter affiliate reports a transfer set with a broken clamp. Noted during use. The transfer set was in use for 2-3 months. No pt injury or medical intervention was reported per baxter affiliate.